Event description:
It was reported that during a surgical procedure, it was noted that the blade broke where it fits into the handpiece. It was also reported that the procedure was completed successfully. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke where it fits into the handpiece. It was also reported that the procedure was completed successfully. No further information was provided.